Manufacturer narrative:
An abbott field service engineer (fse) was dispatched to the account and during inspection found gel residue on an analyzer needle/nozzle. Fse cleaned analyzer nozzles and washed cuvettes. After part 7-205228-01 nozzle, c4, 1, 4, 5 and cuvettes were cleaned, the analyzer was calibrated and the quality control returned normal results. The analyzer was returned to normal operation. Evaluation of the customer issue included a review of the complaint text, a search for similar complaints, a labeling review, an instrument service review, and device history review. No returns were made available from the customer site for this evaluation. No adverse trend was identified for the customer issue. Labeling was reviewed and found to be adequate. The issue was resolved by cleaning contaminated or dirty parts. Service history review identified no contributing factors to the customer issue. Device history review did not identify any issues that may have caused the customer issue. Based on all available information and abbott diagnostics evaluation, no systemic issue was identified and no product deficiency was found. Suspect medical device 4. Catalog number and lot number was changed to architect c4000 analyzer, list number 02p24-40, serial number (B)(4) from clinical chemistry creatinine list number 03l81-32 lot number unknown. Concomitant medical products was changed to chemistry creatinine list number 03l81-32 lot number 70406y600 from architect c4000 analyzer, list number 02p24-40, serial number (B)(4). The medical device manufacturer for both devices is the same.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed imprecise creatinine results while using the clinical chemistry creatinine reagents. The following data was provided. Sid (B)(6) initial 1.74, repeat 2.88, 2.69, 2.91 mg/dl, sid (B)(6) initial 1.05, repeat 2.24 mg/dl no impact to patient management was reported.